Event description:
The user facility reported that during a patient procedure the tip of their vital crile needle wood holder detached. The procedure was completed successfully using a different device. No report of injury.

Manufacturer narrative:
The device subject of the reported event is being returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Manufacturer narrative:
The device subject of the reported event was returned to steris for evaluation. Upon evaluation, it was discovered that the distal end of the needle holder was broken, however a cause of the reported event could not be determined. The vital crile-wood needle holder IFU states, "use of a device for a task other than what it is intended for will usually result in a damaged or broken device. Avoid mechanical shock or overstressing the devices. Close distal ends prior to insertion or removal through cannulas." A steris account manager provided in-service training on the proper use and operation of the vital crile-wood needle holder. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.